Event description:
Alaris IV infusion set with lot number beginning with 06 and expiration date of 01.2011 are defective. They will not run on the alaris IV pump for which they were designed for. The pump reads "upstream occlusion". Other lot numbers work fine.